Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The hospital is retaining the device. If it is ever released and recevied at csi, an analysis will be performed and a supplemental report will be submitted. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The coronary diamondback orbital atherectomy device (oad) was operated in the right coronary artery for five treatment passes with no issues observed. The oad was re-positioned to treat a lesion in the severely tortuous and diseased left anterior descending artery (lad). The oad was operated on low speed in a retrograde fashion for two treatment passes with imaging performed after each pass. A small jump was observed while advancing antegrade during each pass. During the third treatment pass, the oad was operated in retrograde fashion, then stopped and became stuck. The control knob could not be moved backwards. The glideassist function was activated to remove the device, however the oad remained stuck, so both the viperwire and oad were removed together with the use of glideassist. Upon removal the driveshaft appeared deformed and fractured off at the crown, with the fragment still intact on the viperwire. The control knob remained stuck, and it appeared the driveshaft was stuck within the saline sheath. The vessel was re-wired and balloon angioplasty was performed. An attempt was made to place a stent, but it was unable to be delivered. Additional balloon angioplasty was performed, and a stent was successfully deployed. An angiogram revealed a type d spiral dissection at the distal segment of the stent. The vessel was observed to maintain timi 3 flow. An attempt was made to place two additional stents, however they were unable to cross the lesion. Due to the cumulative contrast exposure, the procedure was abandoned. The patient remained hemodynamically stable during the procedure and was placed on heparin and aggrastat. The patient was transferred to the intensive care unit (ICU) and was monitored over the weekend. On (B)(6) 2020 the patient underwent left internal mammary artery to lad bypass surgery. The patient was transferred to the ICU following the surgical procedure. As of (B)(6) 2020 the patient was doing well, and was scheduled for discharge.